Event description:
It was reported that "pilot balloon deflates during patient use". This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
D9. Date returned to mfg: 23-jan-2025. H6. Investigation codes: updated investigation summary: received one (1) used. List #100/199/065j, tracheal tube for evaluation. As received, there were no damages or anomalies observed. In attempts to replicate clinical use, the cuff was fully inflated with air by an ICU medical provided syringe. During the inflation process, the air could not be retained by the cuff. The cuff was then submerged in a water bath. A leak was observed at the junction of the inlet connection and the blue balloon. The complaint of the pilot balloon deflating can be confirmed. The probable cause is due to a channel being present from insufficient solvent application at the junction.